Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium results for two patients from the cobas 6000 c501 module. Patient 1 initial result was 149 mmol and the repeat result on another cobas c501 analyzer was 141 mmol. Patient 2 initial result was 151 mmol and the repeat result from another cobas c501 analyzer was 144 mmol. No erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. It was determined there was a misadjustment of the detergent 1 level dispensed into the cuvette during the washing procedure. The investigation did not identify a product problem. The cause of the event could not be determined.